Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of atrial fibrillation (af) with rapid ventricular response (rvr). Following the shock the patient was diagnosed with severe anxiety, depression and posttraumatic stress disorder (ptsd).the patient was prescribed antidepressants and antianxiety medicine and therapy in the subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed off as the patient's concern over receiving another shock was affecting their quality of life. The s-ICD and electrode remain implanted in the patient and no additional adverse patient effects were reported.